Event description:
It was reported that in (B)(6) 2021, the patient had a distal lateral fibula plate implanted to treat ankle orif. 6-7 weeks post op the plate broke whilst in situ, impairing the function of the implant. On (B)(6) 2022, the patient had an additional surgery to remove the failed implant and underwent tibiotalarcalcaneal fusion. Additionally it was reported that the patient had fracture non union and the patients function was impaired.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that in (B)(6) 2021 the patient had a distal lateral fibula plate implanted to treat ankle orif. 6-7 weeks post op the plate broke whilst in situ, impairing the function of the implant. On (B)(6) 2022 the patient had an additional surgery to remove the failed implant and underwent tibiotalarcalcaneal fusion. Additionally it was reported that the patient had fracture non union and the patients function was impaired.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the visual inspection of the screws and plate returned showed that the plate was indeed broken in two parts on the 7th hole from the distal part and that the 9 returned locking screws are intact and therefore concomitant. The identification of the device distal lateral fibula plate, 6 hole is confirmed based on the lot number and the catalog number marked. Signs of a fatigue fracture are visible with the microscopic analysis of the broken area, such as a fracture surface that is shiny and abraded. This is a result of the fragments (opposing bridges of the plate) rubbing against each for an extended period of time, before completely breaking due to fatigue and overloading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient related issue. The failure was probably caused by repeated overloading of the plate. If any additional information is provided, the investigation will be reassessed.